Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was noted at higher outputs, and a follow-up x-ray confirmed that the right atrial (ra) lead had dislodged. It was thought that device migration pulled the slack out of the atrial lead and eventually became too tight, thereby leading to lead dislodgement. Multiple attempts were made to actively re-fixate the lead. However, it kept dislodging. Therefore, the lead was explanted as the physician was afraid there may be tissue in the helix. This was, indeed the case; gross tissue was noted in the helix upon explant. A new ra lead was implanted, instead. No adverse patient effects. The lead will not be returned to bsc. Although this lead was requested for return, the lead was discarded by the cath lab staff.